Manufacturer narrative:
The customer returned device for investigation. The returned lancet is worn down and damaged. Due to the observed damage of the lancet, the protruding lancet could occur when the guiding cam fails to fit securely within the curve cam. This could result in the lancing device breaking during lancet removal. This failure is caused by extensive use of the device dating back to the production year of 2008. The condition of the returned device confirms this as well as user error due to a damaged ejection arm that suggests the device was disassembled by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Occupation - the occupation is lay user/patient. Manufacturing site country = asku.

Event description:
The initial reporter stated she is having issues with a coaguchek xs lancing device. The reporter stated she has had the issue for a few weeks prior to (B)(6) 2020. The exact date of the event is not known. The middle section of the lancing device is loose and sometimes pulls all the way off. The reporter states she has to manually pull the needle out of the device to remove it. Prior to firing a lancet, sometimes the lancet will protrude from the end cap when the middle section is not in place. A new lancet is then inserted into the device and the end cap is replaced. The lancet does not protrude from the end cap after replacement. The reporter stated she was accidentally stuck by the lancet, but she was not injured and did not seek treatment. The reporter also stated that she was accidentally stuck by the lancet when trying to remove the lancet. She did not seek treatment. The reporter states she cannot eject the needle and has to physically pull it out and then the inside middle casing comes off the lancing device.